Manufacturer narrative:
(B)(4). This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, the pacing threshold measurements were out of range so the physician was going to reposition the lead; however, the helix could not be retracted. It was then discovered that the patient had a pericardial effusion as a result of a perforation. Surgical intervention was performed to treat the patient's injury. The rv lead was explanted and will be returned for laboratory analysis. No additional adverse patient effects were reported and the patient is now in stable condition.

Event description:
---

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found that the helix mechanism was extended and dried blood was noted in the helix housing and there was tissue entwined in the helix. A laboratory technician tested the helix mechanism and found it was nonfunctional, most likely due to the blood infiltration and tissue. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was able to confirm the non-functioning helix; however, analysis was unable to reproduce the reported clinical observations of out of range pacing threshold measurements and the perforation.